Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Device had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was performed. The device was returned for analysis.